Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via download data that a (B)(6) male pt was treated. Further investigation determined that the pt passed away while in the hospital. The pt was externally defibrillated at 05:59:25 while the pt was in vt (192). The post-shock rhythm was bradycardia. The lifevest delivered three inappropriate treatments at 06:06:16, 06:09:45, and 06:15:49 during periods of asystole with CPR artifact. The CPR artifact contributed to the false detection. A second non-lifevest treatment was delivered between treatments #1 and #2. The pt subsequently passed away. Asystole is considered a non-treatable rhythm. There is no indication that the treatments caused or contributed to the pt death.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The monitor's driven ground resistor r781 was open on the c/a board. The damage to the resistor resulted from the external defibrillations performed by hospital staff while the lifevest was actively monitoring the pt. Electrode belt sn (B)(4) was not returned for investigation. No deficiencies were alleged against the device. There is no indication that the lifevest caused or contributed to the pt death. MFR date: monitor: 11/2012 - reuse; electrode belt: 01/2014 - initial use.